Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "patient had a loose triathlon tibial baseplate with a 16mm ps insert. Surgeon removed and replaced with a triathlon universal bp, 22mm #3 ps insert and 100x15mm cemented stem and 2.5mm bp wedge's (m/l)."